Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has not been returned for evaluation.

Event description:
It was reported that during an embolization treatment, the coil would not advance into approximately 1/3 of the aneurysm. During removal, the coil unexpectedly detached. The coil was retrieved with a stent. There was no reported patient injury. The patient was reported to be fine.

Manufacturer narrative:
The pusher and implant coil were returned for evaluation. The implant coil was not attached to the pusher and was completely stretched. There were kinks observed in the middle of the pusher. The pet transition appeared damaged and bent. The rest of the pusher appeared to be in conformance. The pusher was dissected to expose the attachment tether (the monofilament that holds the implant). The attachment tether tip had a stretched tail and the monofilament had retracted back (rebound) to a length of 0.082'". The distal black pet at the pusher end had a folded shape. Based on the evaluation of the device, the detachment was the result of tensile overload of the monofilament. The total stretching of the coil and other damage to the device indicates it was subjected to excessive tensile force that exceeded its maximum strength specifications during the device removal.